Event description:
It was reported that blade detachment occurred. The target lesion was located at the arteriovenous graft (avg) anastomosis and central segment. A 6.00 mm / 2.0 cm / 50 cm peripheral cutting balloon was used to treat the lesion, which had 90% stenosis, moderate tortuosity, and no calcification. The device was inflated three times at 8 atmospheres (atm) and then three times at 10 atm; however, the area central to the anastomosis did not fully dilate. Additional dilation was performed with a non-bsc 7.0 x 40 catheter, which achieved full dilation. When removing the pcb device, ultrasound showed that one-quarter of the blade had peeled back and bent to approximately 50 degrees. The device was successfully removed together with the sheath. The procedure was completed successfully, and there were no patient complications as a result of this event.